Event description:
It was reported that during implant, confirmed fracture was noted on one of the pacing leads with a damaged lead tip it was also reported that another pacing lead exhibited placement difficulty with unstable thresholds, was rotated repeatedly and the tip could not be screwed back. Both pacing leads were attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.